Event description:
This male pt (age unk) was presented to the interventional lab for stenting of a lesion located in the internal lliac artery (left or right, size of vessel unk). There were mild calcification and vessel tortuosity. The stenosis % was unk. The product was properly inspected and prepped prior to use. The location where the physician accessed the pt is unk. The guidewire (brand and size unk) was inserted across the lesion via the sheath introducer (brand and size unk). The physician had no difficulty accessing the lesion with a guidewire. There was no info regarding pre-dilatation. The stent delivery system (sds) was advanced to the lesion, over the guidewire with no difficulty. When the physician attempted to deploy the stent at the lesion, it jumped and was placed over the lesion. The info states that all slack had been removed from the delivery system prior to deployment and no longitudinal force was applied during deployment. The physician did not attempt to retrieve the stent. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing.